Event description:
Pt reported, the infusion device audible and vibration alarms were not working. She indicated that a2 (low powerpack warning), e2 (powerpack depleted), and e4 (occlusion) alarms were neither heard nor felt when they occurred. Pt stated that, she experienced elevated blood glucose of 26-38 mmol (460 - >600 mg/dl). Her normal range is 5 - 7 mmol (90 - 130 mg/dl). She reported feeling thirsty when her blood glucose was elevated. Pt reported administering a bolus to address the elevated blood glucose level. She stated that she had also experienced the display sceeen going blank as a result of the batteries beng depleted. No medical assistance was required. Product was requested to be returned for evaluation.